Manufacturer narrative:
The suspected meningitis was not diagnosed and the cause is still unknown. The recipient reportedly experienced septicaemia (rash) over the chest, face and eyes. The recipient has reportedly recovered.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Meningitis was never confirmed or diagnosed. The recipient has reportedly recovered. The recipient's device remains implanted. This is the final report.

Event description:
The recipient reportedly experienced suspected meningitis and septicaemia. The recipient was hospitalized for five days and received treatment (type unknown).